Event description:
Event name: non-occlusive left subclavian artery thrombus. Extend-001 (nct05639400) study, patient no. (B)(6), on post operative day 8 (B)(6) 2025), site reported an adverse event (ae) of non-occlusive left subclavian artery thrombus. Dual antiplatelet therapy was continued. The ae was considered mild in severity and related to the procedure. At time of reporting, the event is still ongoing, with current status unresolved still treating. Subject continues on the study.

Manufacturer narrative:
Clinical code: 4440 - thrombosis/thrombus- non-occlusive left subclavian artery thrombus impact code: 4613- minor injury/ illness / impairment- the ae was considered mild in severity. Medical device problem: 2423- obstruction of flow- on post operative day 8 (10 may 25), site reported an adverse event (ae) of non-occlusive left subclavian artery thrombus component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review was performed for thoraflex hybrid sales jan 21 - may 25 vs artery occlusion/ thrombosis (B)(6) and had an occurrence rate was (B)(4). No trend requiring action at this time. 4111 - communication/interview: additional questions sent to the site on 25 jun 25. 3331- analysis of production records: a review of the manufacturing and quality control records for this batch confirmed that the product was manufactured to specification. 4117- device not accessible for testing: device remains implanted. Investigation finding: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Manufacturer narrative:
Clinical code: 4440 - thrombosis/thrombus- non-occlusive left subclavian artery thrombus. Impact code: 4613- minor injury/ illness / impairment- the adverse event was considered mild in severity. Medical device problem: 2423- obstruction of flow- on post operative day 8 ((B)(6) 2025), site reported an adverse event (ae) of non-occlusive left subclavian artery thrombus. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review was performed for thoraflex hybrid sales (B)(6) 2021 - (B)(6) 2025 vs artery occlusion/ thrombosis (B)(6) 2021 - (B)(6) 2025 and had an occurrence rate was (B)(4) no trend requiring action at this time. 4111 - communication/interview: additional questions sent to the site on (B)(6) 2025 3331- analysis of production records: a review of the manufacturing and quality control records for this batch confirmed that the product was manufactured to specification. 4117- device not accessible for testing: device remains implanted 4112- analysis of information provided by user/third party-the implanted thoraflex hybrid device has been modified pre procedure to provide a fenestration for the left subclavian artery. It is indicated that a thoraflex hybrid plexus device was used however there is only one branch on the graft section of the device to reconstruct. It is unclear if any of the 3 plexus branches or the anteflo branch was used to perform anastomosis or if a branch graft was added to the thoraflex hybrid device as there is no clear indication of any branch stumps. Despite the modifications made to the device there are no evident device deficiencies. Device relationship to the reported adverse event of pericardial effusion cannot be determined form the imaging. Investigation finding: 213- no device problem found- despite the modifications made to the device there are no evident device deficiencies. Investigation conclusion: 4323- device problem excluded- it was confirmed by the clinical site, the issue was not related to device failure/deficiency. Left subclavian thrombosis was present on admission due to dissection, not device. The scans confirmed despite the modifications made to the device there are no evident device deficiencies. Device relationship to the reported adverse event of pericardial effusion cannot be determined from the imaging.

Event description:
Event name: non-occlusive left subclavian artery thrombus. Extend-001 (B)(6) study, patient no. (B)(6), on post operative day 8 ((B)(6) 2025), site reported an adverse event (ae) of non-occlusive left subclavian artery thrombus. Dual antiplatelet therapy was continued. The ae was considered mild in severity and related to the procedure. At time of reporting, the event is still ongoing, with current status unresolved still treating. Subject continues on the study. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00068 to provide event closure information for tag0271.